Manufacturer narrative:
(B)(6). One smiths medical portex® blue line ultra® tracheostomy tube was returned in good condition. An inflation test was performed for 12 hour period; cuff was still fully inflated with no leaking observed. The manufacturing process was reviewed. Based on the evidence, no fault was found; not confirming complaint.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube loses air immediately after inflation. There were no reported adverse effects.

Manufacturer narrative:
One sample of8mm blu suctionaid sub-assy 1/ea was received in a plastic bag without its original packaging. Under visual inspection the sample appeared to be in good condition. During the manufacturing process the cuffed devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. After 12 hour period the cuff was still fully inflated - no leaking was observed.